Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon was requesting piggyback implantation and guidance. Reportedly, "compatibility of a staar lens to a nanoflex patient." It is unclear if a staar lens was used. No further information was able to be obtained from the reporter.

Manufacturer narrative:
B1: corrected to product problem (e.g., defects/ malfunctions) in initial MDR. B2: required intervention to prevent impairment/damage (devices) should be removed from the initial MDR b5: "reportedly, "'a post nanoflex patient from a long time ago who needs a piggy back iol. He would like to know what lens material is compatible with the collamer material lens.'" Should be added to the initial MDR. Claim#: (B)(4).